Event description:
It was reported that: "osteolysis/wear of liner."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device was returned to the patient. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.